Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Additionally, the customer received a continuous glucose monitor (cgm) error 42. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 141 mg/dl.